Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand, and customer did not share whether blood glucose exceeded any specific level. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully reset device without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.